Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). The reason for call was patient stated they couldn't get their stimulation to go down or up. Patient stated they were seeing an update in progress screen. The issue began wednesday. Patient mentioned they want to tun the stimulation down because its driving them nuts. Agent walked patient through closing all applications and toggling bluetooth off/on. Patient opened the mystim app, handset showed set up link, patient placed the communicator over the implant. Agent was unable to hear the patient several minutes into the call and gave the patient a call back. Patient opened the mystim, handset showed set up link screen and patient placed the communicator over their implant. Handset showed service code 201. Patient was able to connect to their therapy settings and decrease the stimulation on group c from 27.7 to 25. Agent reviewed with patient eri and informed patient to follow up with their hcp. Agent reviewed implant battery was dependent on therapy settings and usage. Agent reviewed with patient best practice is to close all applications in between use. The troubleshooting steps taken on call resolved the issue. Rep reported that the battery to at eri would be very odd/abnormal.